Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The involved profile 04.ra 25mm 030 is not damaged (not broken). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). A batch number was provided. This product was manufactured before 2006. DHR is not available anymore and cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a profile file broke during use. The separated piece could not be retrieved and was incorporated into the filling. There was no patient's injury.